Event description:
A malfunction occurred with the customer's pump, potentially due to brief contact with water. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement pump to be sent to the customer, who will utilize multiple daily injections (mdi) as a backup therapy. Instructions for returning the malfunctioning pump and using the replacement were provided, and the customer understood and acknowledged these directions.